Manufacturer narrative:
The unit had a completely broken reservoir tube lip, a missing o-ring in the reservoir tube, a cracked case, a case cracked at the display window corner, a minor scratched lcd window, a cracked lcd window, and a scratched reservoir tube window.

Event description:
The customer's daughter called in to report a damaged reservoir compartment and that it was being held together with tape. The customer's blood glucose level was 143 mg/dl. Caller also stated that the o-ring was loose. The caller was advised to discontinue use of the device and revert to a back-up plan. The caller was informed that the product would be replaced, and to return the malfunctioning product back for analysis.